Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 03/18/2015 with the following findings: inspection revealed a line across the display screen visual: the reported issue was confirmed. The reported issue was directly caused by a failed display flex. The suspect display screen was replaced with a test display screen; the pump display functioned properly with the test display screen installed. A battery cap was not returned with the pump; a test battery cap, which was able to secure to the suspect pump case per the instructions for use (IFU), was used during the analysis.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.